Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/12/2024, an arthrex subsidiary employee reported via (B)(4) that an ar-13999mf fastpass scorpion trigger, pin, and spring fell off the device while grasping the rotator cuff. All pieces were retrieved from the patient with no effects on the patient. The case was completed with a different scorpion. This was discovered during a rotator cuff repair procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 07/23/2024: the case was delayed 12 minutes and no additional anesthesia was administered. Additional information was received on 07/25/2024: this occurred inside the patient and all were retrieved. There was no report of a case delay.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 30-mar-2020.